Manufacturer narrative:
Tw # (B)(4) updated sections. The device was returned to the factory for evaluation on 01/17/2025. An investigation was conducted on 02/04/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula handle or intact c-ring. The endo loop hole in the end of the c-ring (metal rod side) was visible. A needle was utilized to test the fabrication and depth of the hole. It was able to pass completely through the hole with no physical or visual difficulties observed. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical problem" was not confirmed. The lot # 3000425073 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. However, there was one (01) ncmr identified for the reported failure. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that the vasoview hemopro 2 c-ring hole was sealed shut.

Manufacturer narrative:
(B)(4). Event site name was entered here due to limited character space: emanate health inter-community hosp the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.